Event description:
Customer states when turning on the device it only was a blue screen. No pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.